Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site three times, delivering approximately 74 units of insulin. Subsequently, emergency services were called, and the customer was admitted to the hospital. A specific blood glucose level was not provided. The customer was treated with glucose and insulin. Further details and nature of hospitalization were not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.